Event description:
(B)(4). Left hip was sore, pain was on and off for around 1 month. Felt as though I had slept on a concrete floor. Then the pain/soreness turned to every day since. Sharp abdominal pains about twice a month since insertion. Muscle fatigue became noticeable about a month after the insertion. The amount of weight I was lifting at the gym deteriorated to 1/2 the amount I was able to before. Sleepiness at all times of the day. I hadn't been that tired since pregnancy. I could fall asleep standing up I believe. Weight gain of 16 pounds in 3 months even though there was no change in diet or exercise. First period after insertion and each one there after lasts 7-8 days and is extremely heavy with large clots.